Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage and increased mitral regurgitation requiring intervention . It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing mr to 1. A second procedure was performed on (B)(6) 2020 as the mr was increased to 3-4 and a defect was noted in the posterior mitral leaflet (pml) medial to the implanted clip. A second clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information provided a conclusive cause for the reported tissue damage cannot be determined. The reported recurrent mitral regurgitation is likely the result of the tissue damage. The patient effects of tissue damage and mitral regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.